Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
It was reported to philips that the device shut down while in use. The ventilator was reported as being in clinical use at the time of the event, however, there was no patient harm or impact. There was no medical intervention reported. The patient information was requested from the customer, however the respiratory therapy department supervisor stated there was no additional patient information that could be provided. The customer requested that a philips field service engineer (fse) be dispatched to the customer site for additional assistance. The fse confirmed the reported event and noted that an error code was displayed in the error log. The fse replaced the pm (power management) board and battery to resolve the reported issue. The device passed performance verification testing and was returned to service.

Manufacturer narrative:
G4:03dec2020. B4:05dec2020. The power management (pm) pcba was returned for analysis. Visual inspection revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the power management (pm) pcba into a fi ventilator to duplicate the reported issue. During the unit testing power management (pm) pcba was installed in the fi test ventilator and no failures were identified. Fault was not found on this returned power management (pm) pcba and the customer complaint was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.